Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The physician had difficulty with registration due to challenging patient anatomy during a superdimension enb procedure. The patient's airway was very narrow and difficult to manage. Anesthesia attempted to dilate the airway and inadvertently tore the trachea. Tear occurred high enough in the trachea that an et tube could bypass the tear and the patient could be ventilated adequately. The case was cancelled and the event was not attributed to the superdimension device. The patient was admitted to the hospital and was successfully extubated the following day without further intervention. If additional information is received a follow-up report will be submitted.

Event description:
The patient was admitted to another hospital to see a thoracic surgeon. The patient was extubated and discharged the next day on antibiotics. No surgery was needed. The treating physician stated the event was not attributed to the superdimension device. If additional information pertinent to the incident is obtained a follow-up report will be submitted.